Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient developed an open irritation under her breasts. The patient described the affected area as raw. The patient's physician advised her to wash the irritated area really well and apply lotion. The physician recommended an unknown cream. Follow-up indicated that the skin irritation had improved.